Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a low battery alarm and also reported a blank display. No harm requiring medical intervention was reported. Troubleshooting was performed and advised to inspect the battery cap, found that the contacts on the cap were missing or damaged. The customer will continue using the insulin pump on receipt of the replacement battery cap and will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, active current test, sleep current test, and self test. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump received without original battery cap. Unable to confirm damage to the battery cap metal contact. No alarms or alerts noted during testing, however, low battery alert on 01/14/2023 at time 21:12:00.000, battery removed on 01/14/2023 at time 21:19:46.000, and battery out limit on 01/14/2023 at time 21:30:28.000 were found in the history files. Verified the pump alarmed pump error 53 (file number = (B)(4) and line number = 5632) on 01/05/2023 at time 06:42:50.000 due to software anomaly. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, and pillowing keypad overlay. Blank display was not observed during analysis and passed all required testing. Blank display not confirmed. Unexpected battery power loss was not confirmed. Unable to confirm battery cap contact damage due to missing battery cap. Pump error 53 was confirmed due to software anomaly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.